Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from yes to no.

Manufacturer narrative:
The device was returned for analysis. The reported unknown damage could not be confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported failure to advance appears to be related to operational context of the procedure. A conclusive cause for the reported unknown damage could not be determined as no damage to the delivery system or stent was observed during return analysis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes. H6: type of investigation code 4114 was removed. H11: additional mfg narrative: revised.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery with calcification and 70% stenosis. The 2.5x23 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to calcification and became damaged during the procedure. Another stent was used to complete the procedure. Due to the increased length of the procedure the patient was hospitalized for an extra day due to dizziness and hypotension. Treatment, if any, was not reported. No additional information was provided.